Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to verify the reported issue in the device's electronic records. The batteries installed in the device were past the replacement threshold of 2 years. Stryker recommended that the customer replace the device's batteries. The battery pins were refreshed and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.